Event description:
The patient¿s treating surgeon indicated that the patient¿s vns was causing dysphagia and gagging, which in turn required placement of a gastrostomy tube. He also assessed that it was unlikely that the believed mechanical irritation was being caused by the actual leads. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient was reported to have stopped eating about 3 months after the vns placed while the output currents were being titrated up. The vns was turned off at that time because it was believed to may have been affecting the patient¿s swallowing. However, the patient did not start eating again. The problem was significant enough that it required intervention with a gastrostomy tube placement. It was also reported that the patient was experiencing recent problems with frequent gagging and vomiting. Additionally, she was frequently pushing on her neck over the left side where her vns leads are, including up against objects like the edge of a countertop. The treating physician expressed that the patient¿s vns was left off prior to the more recent symptoms. The physician stated that the patient may be symptomatic from irritation from the leads themselves. The treating physician was considering intervention by replacing the patient¿s vns, but this has not occurred to date. The treating physician assessed that the vns labeling on the acute implant phase and the stimulation related phase do not explain the fact that the patient¿s initial dysphagia did not occur from 3 months after implant surgery and as settings were increased. The device history records of the implanted generator and lead were reviewed by the manufacturer. It was found that all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s vns was explanted. The site reportedly discarded the explanted generator and lead. No additional pertinent information has been received to date.